Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold values. Subsequently, patient underwent through a medical intervention where physician repositioned the lead. It was confirmed that there was not a dislodgement or a perforation causing the high threshold values. No additional patient effects were reported.